Manufacturer narrative:
Evaluation is ongoing at the manufacturing site.

Event description:
Country of complaint: (B)(6). T-space cage broke during positioning it on application tool. Surgeon took another cage and finished operation successfully. The surgical time was not prolonged. Dates about indication and patient are not available.